Event description:
It was reported that during a lap anus praeternaturalis, an error 5 was displayed during use. When the device was reset with the torque wrench, the blade was broken off on (B)(4)tables. The broken blade was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the target tissue was stiff as the patient was treated with radiation therapy. The device did not contact with a forceps or a clip. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.